Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.227.080, lot: 9180154, manufacturing site: grenchen, release to warehouse date: 30. September 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a company representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a total hip replacement was performed due to a femoral head necrosis. Initially, the patient had an open reduction internal fixation (orif) surgery to treat a left femoral neck fracture on (B)(6) 2017 where three (3) headless compression screws (hcs) were used to fix the fractured end during the operation. The intraoperative fluoroscopy showed that the internal fixation was in good position and the fractured end was anatomically reset. On (B)(6) 2019, femoral head necrosis occurred. An internal fixation was removed on an unknown date. Patient was stable. This is report 2 of 3 for (B)(4).